Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: method code 4114, result code 3221, and conclusion code 67 no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for generalized dystonia. It was reported the ins was prematurely depleting. Five days after surgery the battery dropped very significantly from 3.13 v after the operation to 3.03 v. In the period from (B)(6) 2019, the ins dropped from 3.03 v to 2.99 v, and it dropped to 2.97 v by (B)(6) 2019 for a total charge decrease of 0.16v in 16 days, an average of 0.01 v per day. There were no external factors contributing to the event. Actions taken included adjusting settings at the doctor's appointment at the second admission. The patient had four programmed groups covering monopolar and bipolar electrode combinations and ranging in pulse width from 90 to 150 microseconds and frequency from 120 to 125 hz. The issue was not resolved at the time of the report, and surgical explant was planned for (B)(6) 2019. The reason for this depletion was not known by the physician. All impedances were good in the 1500 ohms range. Re-implant was planned for (B)(6) 2019. No patient symptoms/complications were reported.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. H6: based on our analysis (B)(4) no longer applies, (B)(4) has replaced it. Conclusion code 11, result code 3233 and method code 4118 no longer apply codes 67, 10, and 213 have replaced them. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's ins was explanted and replaced on july-24th.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.